Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-feb-2030, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 03-feb-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they were having issues with their communicator and recharger and the issue began today. Pt kept getting a scan message and would get not found when trying to charge their implant. Agent reviewed information. During the call pt reset the communicator and entered the serial number manually. Pt was able to connect to their therapy screen. Implant was at 50% and communicator was at 100%. Pt charged the implant and got good connection. Pt would briefly get excellent. Agent reviewed information and redirected pt to their healthcare provider (hcp) to address the issue. Agent reviewed best equipment practices. It was reported that the patient has been having issues with the communicator connecting to the device. Caller stated they had to reset it to get it to connect again. Caller also stated the recharger was insanely fickle and if the patient moves by a millimeter or two it suddenly goes to search mode. Caller has been with the patient for 30 minutes trying to connect and fiddling with the recharging equipment and both were insanely finicky and fickle. Caller mentioned that it was taking the patient 3 hours to go from 70% to full. Caller noted the recharger belt was way too big as well and requested a size small. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received on 2026-jun-10 caller stated that patient received recharger and belt but not the communicator. Tss checked tracking information and communicator is in a separate package and has estimated delivery date of tomorrow. Additional information was received from a manufacturer representative (rep). It was reported that the patient was having difficulty connecting to the communicator through the controller to their device. It look multiple attempts to get the connection to happen. It would often freeze up at 46% connectivity. Troubleshooting was performed. The communicator was rebooted and the still continue to have issues. A new unit was sent to them which has performed better. The cause was unknown and the issue was ongoing. The patient was also having trouble connecting the recharger to their implantable neurostimulator (ins). When they do, it will vacillate between a good connection, extra connection, and disconnected, forcing the patient to have to reconnect over their ins. It is taking them one or two hours to recharge from 20% to 30%. Troubleshooting was performed, the recharge belt was given to the patient and the rep sat with the patient for 20 minutes to try and see the issue and reproduced the issue. The new recharger was received, it was a little better at connecting and staying connected, but it is still taking an unusually long period of time to recharge. The cause was unknown. The issue was ongoing. Additional information was received from a patient (pt). It was reported that the manufacturer representative (rep) advised them to call patient services and provide an update regarding their spinal cord stimulator issues that started around (B)(6), patient is currently experiencing problems charging the battery, including difficulty maintaining connection during charging, as slight movements cause the device to disconnect. Patient reported that the device is taking an extended time to charge and is not holding a charge effectively and stated that the wireless recharger has already been replaced, but the issue persists. Patient also reported problems connecting to the communicator and not holding the programming. For instance, the intensity starts going up on its own and becomes too strong; it will not stay at the level it was set to. When patient change between groups or try to increase their intensity, it loses connection, and this has been happening intermittently. Patient stated they needed to hold the communicator right up against the implantable neurostimulator (ins) site for the communicator to connect. Patient also mentioned that they had x-ray showed that the leads have moved lower, and no matter what programming is done, they can only feel tingling in the thigh, legs, stomach, and tailbone and they no longer feeling any pain relief in the lower and mid-back at all. Patient also mentioned that replacement communicator and wireless recharger have been provided, but the patient is still experiencing the same issues. Patient is scheduled to have an appointment with the rep and the doctor on (B)(6) to evaluate possible solutions.